Event description:
It was reported that the right atrial (ra) lead dislodged. It was also reported that the ra lead exhibited loss of pacing, low impedance, under-sensing and over-sensing of p wave and non-physiological intervals. The ra lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.